Event description:
Initial info was received on (B)(6) 2011 from the mother of a consumer. This (B)(6) male removed a sample piece of cheek and tongue cleaner attached to the exterior of a (B)(6) toothbrush (unspecified) packet and started playing with it while he and his mother were shopping in a department store. During an unspecified timeframe, he swallowed the cheek and tongue cleaner, which dislodged in his throat, causing him to choke. Sometime later when they were in the car, the boy's sister informed their mother that the boy had turned blue and was not breathing or was having trouble breathing. Afterwards, the mother saw her son vomit and cough up the piece of cheek and tongue cleaner. At the time of the report, the child was recovered. Case reference number (B)(4) is a case report sent by a consumer.